Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump has a flow rate test error and the rotor error alarm is not working during testing. There was no patient involvement.

Manufacturer narrative:
The unit was triaged and the reported condition could not be confirmed. However, upon triage the service technician found during the accuracy test the weight of water fed was below the specification. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.